Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display became stuck on the cartridge detection screen. There was no impact to the customer's blood glucose (bg) levels. During troubleshooting with tandem technical support, the customer was able to clear the pump screen and successfully load a cartridge.